Manufacturer narrative:
17-aug-2020 product investigation results: no failure could be identified as a result of the investigation. The product investigation has confirmed that the suspect product involved is tampax compak tampon and is not marketed in the USA.

Event description:
Infection-vagina [vaginal infection]. Tampon fragment lodged inside of body-vagina [foreign body in reproductive tract]. Watery discharge-vagina [vaginal discharge]. Abdominal pain [abdominal pain]. Water infection-urine [urinary tract infection]. Painful procedure to remove tampon fragments-vagina [vulvovaginal pain]. Discomfort / uncomfortable procedure to remove tampon fragments-vagina [vulvovaginal discomfort]. Fragments of tampon broke off / cotton wool broke away very easily [device breakage]. Case description: consumer contacted via e-mail and stated that the fragments of a tampon had broken off and become lodged inside of her body. No serious injury was reported. Follow-up: the consumer had to go back to hospital again for a second time for the same problem.

Event description:
Infection-vagina [vaginal infection]. Tampon fragment lodged inside of body-vagina [foreign body in reproductive tract]. Watery discharge-vagina [vaginal discharge]. Abdominal pain [abdominal pain]. Water infection-urine [urinary tract infection]. Painful procedure to remove tampon fragments-vagina [vulvovaginal pain]. Discomfort / uncomfortable procedure to remove tampon fragments-vagina [vulvovaginal discomfort]. Fragments of tampon broke off / cotton wool broke away very easily [device breakage]. Case description: consumer contacted via e-mail and stated that the fragments of a tampon had broken off and become lodged inside of her body. No serious injury was reported. Follow-up: the consumer had to go back to hospital again for a second time for the same problem.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Infection-vagina [vaginal infection]. Tampon fragment lodged inside of body-vagina [foreign body in reproductive tract]. Watery discharge-vagina [vaginal discharge]. Abdominal pain [abdominal pain]. Water infection-urine [urinary tract infection]. Painful procedure to remove tampon fragments-vagina [vulvovaginal pain]. Discomfort / uncomfortable procedure to remove tampon fragments-vagina. [Vulvovaginal discomfort]. Fragments of tampon broke off [device breakage]. Consumer contacted via e-mail and stated that the fragments of a tampon had broken off and become lodged inside of her body. No serious injury was reported.